Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for missing cannula npe & does not attach/detach on lot # 9275008. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: missing cannula, does not attach/detach) was captured and addressed appropriately. Investigation summary: customer returned (10) 32gx6mm bd pen needles from lot 9275008. Consumer stated, the non patient end is missing completely; stated, she discovered it when she could not attach the pen needle to pen. All 10 pen needles were examined, and it was observed that seven pen needles were sealed with a tear drop label (unused) and three were used. It was observed that one of pen needles returned after use exhibited a broken non-patient end (npe) cannula. No evidence of manufacturing defect was observed. All 10 pen needles were tested for attachment and detachment using a threaded test fixture: all 10 pen needles were able to be attached and detached from the test fixture properly. The broken npe cannula could have bent and gotten stuck or obstructed the threads of the pen needle prior to breaking off, which would be the cause for any difficulties when removing the pen needle from a pen injector (as reported). Since the pen needle with the broken npe cannula was returned after use, and no manufacturing defects were observed on the returned samples, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 6mm 3b tw 100ct us non patient end was missing and the consumer could not attach the pen needle to the pen. This was discovered during use. The following information was provided by the initial reporter: material no: 320749 batch no: 9275008. It was reported that the pen needle was missing. Verbatim: consumer stated, the non patient end is missing completely. Stated, she discovered it when she could not attach the pen needle to pen. Stated, she put her finger inside to check for the non patient end but it was not there. No injury to report. Date of event: (B)(6) 2020, (1 pen needle affected). Does not have dates for previous times it happened.